Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was 350 mg/dl at its highest and a correction bolus was delivered to address the bg level; current bg level was 225 mg/dl. Insulin deliveries were successfully resumed after clearing the occlusion alarm without the need of changing any pump supplies. Reportedly, the customer uses the pump supplies for over 3 days. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.